Manufacturer narrative:
Product complaint # (B)(4). Dditional evaluation summary: an empty winding former, a paper lid and a needle-suture in two sections of product code w8557, lot mah781 were returned for analysis. The product code is double armed. During the visual inspection of the two needle-suture pieces , the swage and attachment area were noted to be as expected; however, the end of the suture pieces were cut that appears to be by use of a surgical instrument and the extremes did match between them. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition it was suggested an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture snapped. There were no adverse patient consequences reported. No additional information was provided.